Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 30-degree endoscope did not rotate causing the master tool manipulator (mtm) moved in opposite direction. The procedure was completing as planned with no reported injury. After the procedure, the 30-degree endoscope rotation was found heavy with squeaking noise upon endoscope inspection.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.